Manufacturer narrative:
Evaluation summary: we checked the returned and confirmed that the insertion flexible tube (ift) was buckled. Based on the result, we concluded that it was caused due to the excessive force applied on the ift. In addition, we confirmed that the side body cover broken and the suction channel buckled; however, they are not the main cause, and/or irrelevant to the alleged complaint.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
There is a loop an the ift, the ift is leaky. A/w connector at lg plug is loosened. This event occurred at the time of before use. There was no report of patient harm.